Manufacturer narrative:
(B)(4). Device lot number not provided/unknown.

Event description:
It was reported that the abutment screw (iunihg) fractured.

Manufacturer narrative:
One certain gold-tite hexed screw was returned for inspection. A visual inspection revealed that the screw was fractured at the top of the threaded region. The drive feature was worn and contained debris. The alleged complaint is therefore confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. The biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain gold-tite hexed screws, it is recommended to torque at 20ncm. A singular cause for the complaint could not be determined.